Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Two sterile/unused devices with lot # 3101542 and 3102341 were returned and were successfully tested with no anomalies noted. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
B3, b6, d10: dates are estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement was done with three proglide devices using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. It was noted at the time of deployment that one of the proglide footplates was difficult to close. The tavr procedure was completed using a large-bore sheath. Reportedly, post procedure, the same proglide suture frayed and broke during knot advancement. The two remaining pre-placed proglide sutures were successfully used to achieve hemostasis. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.